Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket infection that spreads systematically. Following a swab test, it was reported that methicillin-resistant staphylococcus aureus (mrsa) was present in the device and leads. The patient was treated with antibiotic. There was no additional adverse patient effects were reported. This ra lead was explanted.